Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, one of the dilators does not have the notation ¿fr¿ on it. This was discovered internally prior to shipment to customers. The box has been discarded.

Event description:
According to the available information, one of the dilators does not have the notation ¿fr¿ on it. This was discovered internally prior to shipment to customers. The box has been discarded.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 10137108. Documentary investigation revealed no anomaly registered during production. In february, we received one retail box, with 5 sealed samples. In one of them, dilator was not marked. This defect was well observed on only one device. The quality team has informed the operators about this issue. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect.